Manufacturer narrative:
This case is a spontaneous report from a physician via the (B)(6). This is a definitive report. We consider that the product quality is not related to the event.

Event description:
On (B)(6) 2013, a male pt received artzal for knee arthritis. On (B)(6) 2013, he experienced swelling and soreness in his knee. He received a treatment with heracillin (flucloxacillin), that was not treated the symptoms. On (B)(6) 2013, he developed arthritis septic. Artzal was withdrawn on (B)(6) 2013. The pt was performed with a synovectomy, cultures that were taken show coagulase-negative staphylococci growth. Crp and wbc were elevated. Hyperthermia and increased swelling in knee were observed. Knee flushing was performed. Clinical and lab values were improved after that.